Event description:
Customer reports to have high and low blood glucose. Customer states that after having knee replacement surgery. Customer had low blood glucose of 40 mg/dl, then suddenly had high blood glucose of 456 mg/dl. Customer reports that emergency medical technician helped to normalize blood glucose from 40 mg/dl. After troubleshooting for high blood glucose, it was found that insulin pump was working as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.